Event description:
Per received report: patient was being treated with basilar aneurysm, size is 7.9mm. As the physician implanted the first coil and re-positioned the coil, he found the coil was detached. Then he used guide wire to fill the coil into aneurysm. Additional information received clarified that repositioning was performed despite of coil placement because the physician thought that the shape was not good. There was no attempt to detach the coil and the coil was eventually placed with no patient injury reported.

Manufacturer narrative:
During a coil embolization of a 7x9mm basilar aneurysm when repositioning the presidio 18 cerecyte microcoil (pc418083030/lot g13863) the coil detached. It was initially reported that a guidewire was used to fill the coil into the aneurysm. However, with investigation into the findings of a returned coil, it was reported that the wrong information was initially reported and that the coil was withdrawn from the patient. There is no information available regarding the microcatheter used to deliver the coil. It was reported that there was no patient injury. This was the first coil being implanted in the aneurysm. A severely damaged and stretched presidio 8x30 framing coil that has approximately the same dimensions as the complaint coil was returned detached. The coil despite being cleaned by the end user still had a good amount of dried contrast and protein adhering to the distal section of the coil. The detachment fiber was mechanically severed as reported. The most likely root cause of the coils unintended detachment occurred when the coil became anchored during the repositioning inside the aneurysm. The coil may have been anchored to itself, or on the distal tip of the microcatheter. The external force applied during the retraction move may also have contributed to the mechanical severing of the coil. The detached debris found adhering to the distal tip of the coil, if due to an inadequate flush, may have been an additional contributing factor to the unintended detachment of the coil; however, in addition, without the identification or return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive conclusion can be made based on the available information, it is possible that procedural factors including vessel/lesion characteristics, concomitant device, and/or device manipulation may have impacted the event. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.